Event description:
It was reported that the balloon got stuck with a stent. In (B)(6) 2025, a 2.50 x 32 mm synergy xd drug-eluting stent was implanted in the distal right coronary artery (rca). In (B)(6) 2026, restenosis was noted at the proximal side of the synergy xd. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal rca. A 2.50 x 10 mm wolverine cutting balloon was introduced to treat the restenosis. During expansion of the wolverine balloon, the stent got stuck on the proximal side and the devices were entangled. When the wolverine was removed, the stent separated. The proximal side of the stent was removed with the wolverine and the distal side of the stent remained in place. No issues were noted with the patient condition. Dilation was performed with a non-boston scientific drug coated balloon to complete the procedure.